Event description:
It was reported that a deep brain stimulation (dbs) patient underwent an explant of the ipg due to an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
The device db-1110-c, serial number: (B)(6) was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. However, a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established.